Event description:
It was reported that the patient has slow communication with their implant for a few days now. Additionally, the implant seems to have shifted inside the pocket, causing pain for a few weeks now. Recharging still works fine. The implant was implanted about 4 months ago, in the beginning all was fine. On the phone they performed a communicator reset, and communication worked stable and fast. Regarding the shifted implant, the patient was referred to the hospital to check on implant position and options to (surgically) adjust the position. Patient has been notified that they should call back if their issue is not resolved permanently.

Manufacturer narrative:
B3: event date is an estimate (year valid). G2. Foreign: de medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.